Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction as well as discrepant reactions of one patient sample with ih-cell b on ih-card abo/d(dvi-)+rev.a1, b on ih-1000. According to the lab policy at the customer site the abd determination of each new patient is performed twice. Therefore, two test runs on the same sample within one hour and on the same instrument were performed. The front type yielded in both testing the blood group o rhd positive. However, the back type was different in both test runs. In the first run ih-cell a1 and ih-cell b reacted positive with a 4+ respectively 2+ reaction. In the repeat testing only ih-cell a1 reacted positive with a 3+ reaction, ih-cell b yielded a negative reaction. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the affected patient donor samples that had yielded false negative/discrepant reactions. But the customer submitted images of result printouts of each test run which confirmed the described issues. The investigation showed that both test run on the ih-card abo/d(dvi-)+rev.a1, b were carried out in different ways. The first run was processed together with an antibody screen, the repeat test run was processed alone with no further tests. The 2+ reaction with ih-cell b was obtained when tested together with the antibody screen. This allowed a longer waiting time i.e. More time for a weak antibody to agglutinate. The negative result with ih-cell anti-b was obtained when tested without the antibody screen, which resulted in a shorter waiting time for the centrifugation. The age of the patient (78 years old) could explain the negative reaction seen in the reverse group, as it is not uncommon for the anti-b to decline in old age. Based on these investigation and information the complaint was closed as patient related. The section limitation of the instruction for use contains an appropriate note: "decreased or missing abo antibody reactivity may be seen in disease states, the elderly or infants resulting in false negative reactions." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. As the instruction for use already contains an appropriate note, no further investigations or actions have to be conducted.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested using ih-cell b on ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the reverse type did not match the front type. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer will neither return the supposedly defective product for investigational testing nor the patient sample that had caused a false negative reaction. Testing of the retention sample of the supposedly defective product in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.